Event description:
As reported, the 6mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon rupture at 8atm after being delivered to the iliac artery lesion. Therefore, it was replaced with a new powerflex pro. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing it from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU, maintaining negative pressure. The lesion had little calcification, with the vessel exhibiting little tortuosity. The lesion had a 90% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink while being used. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the 6mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon rupture at 8atm after being delivered to the iliac artery lesion. Therefore, it was replaced with a new powerflex pro. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing it from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU, maintaining negative pressure. The lesion had little calcification, with the vessel exhibiting little tortuosity. The lesion had a 90% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink while being used. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported mild calcification, mild tortuosity, and severe stenosis of the iliac artery may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.